Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified popliteal artery. After a guide wire crossed the lesion, a non-bsc balloon catheter was advanced but failed to cross the lesion. A 2mm x 40mm x 145cm coyote es balloon catheter was then advanced for dilation. However, during initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.